Manufacturer narrative:
It was identified this device did not contribute to this event. Please void this submission.

Event description:
It was identified this device did not contribute to this event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034 - 2019 - 00959, 0001825034 - 2019 - 00963. (B)(4). Additional concomitant medical products: 010000589 comp rvrs 25mm bsplt ha+adptr 303220; 115310 comp rvrs shldr glnsp std 36mm 763750. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient had a left shoulder revision due to the need to convert the primary reverse to a hemi with a large head. No further information is available at the time of this reporting.